Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the moderately tortuous left circumflex (lcx) coronary artery, a 014 hi-torque (ht) versaturn f 190 hc guide wire failed to cross. The versaturn was advanced in the vessel, followed by advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. After completing dilatation, an attempt was made to retract the bdc, but the bdc was difficult to retract and reportedly became entangled with the guide wire. Both devices were withdrawn but this resulted in a delay. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: since it was reported that the guide wire was used after being entangled with another device, it should be noted that the versaturn instruction for use (IFU) states: do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. Visual and dimensional inspections were performed on the returned device. The reported difficulty was not confirmed due to the noted damages. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following relevant additional information was received: while a delay was reported, it did not result in a health impact. There was no failure to cross with the 014 hi-torque (ht) versaturn f 190 hc guide wire and no difficulty advancing the balloon catheter over the versaturn (advancement was reportedly smooth); there was only difficulty retracting the balloon catheter over the versaturn after deflation of the balloon. Both the versaturn and balloon catheter were withdrawn from the anatomy as a single unit. The same versaturn was used with other devices to successfully complete the procedure. No additional information was provided.